Event description:
Customer reportedly received results of hi (greater then 600 mg/dl) and 109 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.